Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) only lasted from (B)(6) 2015. From the time it was implanted it never worked and the patient had no therapeutic benefit. The ins was faulty. It turned itself off on its own once and the patient also had issues where it kept jolting or shocking them. The patient kept going to see their health care provider (hcp) to adjust it, but the issue never resolved. The patient had the ins replaced on (B)(6) 2016. The manufacturer representative came and took the explanted ins. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.